Manufacturer narrative:
(B)(4). Batch #: v95x1h. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. The device was functional tested, and it fed 7 clips sideways and then fed, retained and formed the remaining 7 clip as intended. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number v95x1h, and no non-conformances were identified.

Event description:
It was reported that during the procedure the ligaclip jammed and was exchanged for a "like" device with a different lot number that worked without issue. It is unknown if there were any patient consequences.